Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, h6,and h10. The device history review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The device was operated (energized) with a large amount of moisture adhering to the video connector contacts or handled not as specified in the instruction manual. Moisture spread at the contacts and the pins. As a result, components not connected with each other were electrically connected, resulting in a short-circuit of the cable, causing noise and overcurrent to the charge couple device (ccd) unit. It is considered that the ccd unit malfunctioned due to an overcurrent causing the focus function failure and switch operation failure.

Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufacture date is not known. The user¿s complaint was confirmed. Upon inspection, it was observed that there was no image. This was attributed to switch buttons not working. In addition, intermittent noise was observed due to shortage in cable. Focus was not working, focus mechanism is part of charge couple device (ccd) unit. Therefore, the ccd is faulty.

Event description:
As reported for this event, during procedure the device did not yield images. There was no reported adverse impact to the patient.